Event description:
The patient had an ablation procedure and the catheter was advanced to the patient's right atrium through a seven french femoral venous sheath. The catheter was then curved and rotated to position the distal tip in the patient's coronary sinus. This particular catheter has an extra large curve. During the attemped cannulation of the coronary sinus, the catheter tip became tightly kinked and fixed in the patient's right atrium. The doctor was not able to advance or retract the catheter. The kink at the tip of the catheter was fixed and would not release. After much discussion, another physician was consulted and it was decided that the best course of action was to cut the handle off of the catheter and slide a stiff sheath over the catheter itself to unkink the distal tip. Once the catheter handle was cut from the shaft, all tension was released and the tip became dislodged from the patient. The ablation was completed and no harm was done to the patient. According to the physician note: a dual decapolar catheter was then advanced to the right atrium. In positioning, the catheter became entrapped in the atrium with a tight distal loop. At the level of the inferior vena cava (ivc) it could not be advanced or pulled back. We placed a left subclavian line and attempted unsuccessfuly to uncoil it with an ablation catheter from a superior approach. Ultimately we cut the catheter adjacent to the handle. The curve released and it was removed easily. ======================manufacturer response for diagnostic livewire steerable diagnostic ep catheter, stryker (per site reporter).